Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the mid left circumflex artery (lcx). After the lesion was pre-dilated with a 2.5x10 mm maverick balloon catheter, a 20 x 3.50 promus premier drug-eluting stent (des) was advanced and deployed. However, a distal edge dissection was found and another 2.5x16 mm promus premier des was implanted to treat the dissection. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the mid left circumflex artery (lcx). After the lesion was pre-dilated with a 2.5x10mm maverick balloon catheter, a 20 x 3.50 promus premier drug-eluting stent (des) was advanced and deployed. However, a distal edge dissection was found and another 2.5x16mm promus premier des was implanted to treat the dissection. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the lcx was non-calcified and mildly tortuous with mild angulation distally which may have contributed to the dissection. The stent was fully deployed at nominal pressure.